Event description:
It was reported that the patient presented in clinic for follow up, the patient experienced a slow heart rate. Upon interrogation, the pulse generator exhibited diagnostics anomaly. A magnet was placed over the device and there were no changes in device rhythm. A software download was performed successfully. The patient¿s condition before and post procedure was good.